Event description:
Information provided states patient had m6-c implanted at c4/5 in (B)(6) 2021. Patient began experiencing arm weakness, numbness and difficulty with balance. An MRI revealed stenosisa t c3/4 and c4/5 with cord signal change. Patient was symptomatic in cervical myelopathy. The m6-c was explanted in (B)(6) 2023.

Manufacturer narrative:
The device is not returning for evaluation. The build lhr for cdl-635l 1623354 aes262 was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications. A review of the risk management file was performed and no new risks were identified. Rmf 0003 rev 36 line 20 - spinal stenosis, spondylolisthesis, or retrolisthesis, leading to a surgical/major intervention with explantation. Rmf 0003 rev 36 line 16 - dysesthesia or numbness paresthesia. Rmf 0003 rev 36 line 12.75 - device explanted.

Manufacturer narrative:
The device is not returning for evaluation. The build lhr for cdl-635l, 1623354, (B)(6) was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications. A review of the risk management file was performed and no new risks were identified. Rmf 0003 rev 36 line 20 - spinal stenosis, spondylolisthesis, or retrolisthesis, leading to a surgical/major intervention with explantation. Rmf 0003 rev 36 line 16 - dysesthesia or numbness paresthesia. Rmf 0003 rev 36 line 12.75 - device explanted. Corrected data - MDR file was incorrectly created as 3004987282-2023-00014. Radiographic images were reviewed. Images show disc replacement at c4/5 with loss of disc height and bone loss surrounding both endplates. Evidence of heterotopic bone formation. The MRI image shows no evidence of spinal cord involvement. Microbiology/pathology reports and results were not provided. The device was not returned and therefore examination of the explant could not be completed, therefore it is not possible to determine the cause of the reported failure for this product experience.

Event description:
Information provided states patient had m6-c implanted at c4/5 in (B)(6) 2021. Patient began experiencing arm weakness, numbness and difficulty with balance. An MRI revealed stenosisa t c3/4 and c4/5 with cord signal change. Patient was symptomatic in cervical myelopathy. The m6-c was explanted in (B)(6) 2023.